Event description:
A lifepak 15 was being used on a critical patient during an ambulance run and the monitor would not show a rhythm in any lead. Monitor was turned off and repowered on, and the rhythm would show on screen but attempts to run an EKG (12 lead) or pace caused loss of rhythm display. There was no related adverse outcome to patient. The lifepak 15 was removed from service and sent to biomedical engineering for testing. Biomed tested the lifepak 15 and they were unable to duplicate the events. The unit passed all operational tests and was placed back in service. There was no explanation available for what caused the error experienced by the nurse and emt during the ambulance run. Prior to the occurrence the last pm service was performed on (B)(4) 2012.device #1is this a laboratory device or laboratory test?no.